Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent an unknown procedure for stress incontinence on an unknown date and mesh was implanted. The patient reported that following the procedure they were left housebound, dependent on mobility aids and jobless. The patient reported they now have mesh related autoimmune diseases, chronic uti biofilm infections, and superbugs. The patient reported they have experienced sepsis and nine surgeries for complications. No additional information was provided.